Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jul-2018 with the following findings: during the investigation, the black box data for the date of the event was overwritten. The available black box history showed multiple loss of prime warnings recorded after an occlusion alarm. The history showed the pump was not primed after the rewind, and after the replace cartridge alarm. No valid loss of prime events were observed. The pump¿s ezprime and a 24-hour duration test were successfully completed with no loss of prime warnings being duplicated. The pump¿s force sensor was measured to be within specification. Unrelated to the original complaint, the battery compartment was found to be cracked.